Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported that after 72 hours in use, the extension line of the distal lumen was found broken when the nurse helped the pt roll over. A new kit was opened and used without issue. There was no reported delay, death or complications to the pt.